Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, and the pump screen would not turn on unless connected to a power source. There was no adverse impact to the customer's blood glucose. Technical support instructed the customer on troubleshooting steps and confirmed the need for a replacement pump. Until the new pump arrived, the customer will continue to use the current pump and was advised to keep it plugged into a power source to access its features.